Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was liquid leakage at the interface between a minicap transfer set and a minicap. This was identified after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation with a minicap attached. Visual inspection was performed and damage to the female connector was observed. Leak testing was performed with the returned minicap and a leak was observed beneath the minicap. The transfer set was retested using an in lab mini cap detecting a leak beneath the cap indicating damage to the female connector was present. The reported condition was verified. The cause of the leak was due to the damaged female connector. The cause of the damaged female connector was supplier manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.